Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use with 2 bd¿ luer slip tip syringe with attached needle foreign matter was discovered on the needle. The following information was provided by the initial reporter: needles for injections at home but they are dirty.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 22-mar-2023. H6: investigation summary two sealed samples were provided to our quality team for investigation. Through visual inspection, a greyish-brown particulate foreign matter in non-fluid path was observed. Potential root cause for the foreign matter in non-fluid path defect is associated with the assembly process. A device history record review was completed for provided lot number 2131730. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect.

Event description:
It was reported that prior to use with 2 bd¿ luer slip tip syringe with attached needle foreign matter was discovered on the needle. The following information was provided by the initial reporter: needles for injections at home but they are dirty.